Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the cement hardened after about 5 min with revolution. Exeter stem could not be inserted properly, so small size exeter stem was inserted into the canal (cement in cement). The temp of the op room was 21¿. The cement was mixed for 1 min. The cement and revolution were stored in 24'in the distributor. After the cement was delivered to the hospital, it stored in 23' from the evening the day before use. All monomer and polymer were used (2 packs). Antibiotic was not used. Any other substances were not mixed into the cement.